Event description:
Had what I thought was routine sacroiliac joint fixation surgery performed by dr (B)(6) at (B)(6) on (B)(6) 2007. I developed post-operative swelling and pain at surgical site that grew progressively worse, followed by uncontrolled exuberant bone growth. I learned later that dr (B)(6) utilized infuse bmp/lt-cage lumbar fusion device and modified it's configuration by departing from the conforming usage specifications outlined in the FDA labeling. A rep from medtronic (MDR) was present during my surgery. I am informed that this mdt rep (B)(4) was present during my procedure and observed the application of the class 3 infuse device in a manner non-conforming with any FDA approved uses or labeling specs. I don't believe this rep reported this modification or off-label use or my adverse events to the FDA as required. The only place that has offered to help me is in (B)(6) where they radiate ectopic bone. My last MRI now shows that I have a lesion and geoide on my left si area and a mass they cannot identify and heterotopic bone growth and spurs.